Manufacturer narrative:
H.6. Investigation: a video of the customer demonstrating the use of the safeclip was provided. Customer struggled to clip the needle using the safeclip. Wear to the device over numerous uses may be sufficient to result in difficulty using the device. Build-up of the remnants of clipped needles may further inhibit usage. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the video received, bd was able to confirm the customer¿s indicated failure of the safeclip being difficult to operate and not clipping pen needle cannulas. The root cause of the safeclip not trimming needles may be numerous uses over time wearing down the port and the clipper becoming occluded with material from previously clipped needles. H3 other text : see h.10.

Event description:
It was reported bd safe-clip did not effectively clip the needle. The following information was provided by the initial reporter, translated from spanish: "in retraining with a patient's caregiver and reported with an adverse event under the number pvi-co-2021-005533, the operation of the needle-cutting device is validated, it is possible to show that it is not cutting properly.".

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nypro, mx. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd safe-clip did not effectively clip the needle. The following information was provided by the initial reporter, translated from spanish: "in retraining with a patient's caregiver and reported with an adverse event under the number pvi-co-2021-005533, the operation of the needle-cutting device is validated, it is possible to show that it is not cutting properly."